Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient tested the alert functionality and reported the alerts were not functioning correctly. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.